Event description:
The dealer state the chair is pulling to the right. He spoke with our technician who told him to use the programmer to balance the motors. Now everything is fine.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.